Event description:
It was reported that the zimmer air dermatome was cutting "jaggerly". Add'l clinical f/u with the hosp on (B)(6) 2010 indicated that the unit seemed to harvest inconsistent tissue thickness grafts. Some were thinner and some were thicker than intended, but all were usable.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.